Event description:
It was reported that the tip of the catheter was damaged with a bd insyte¿ autoguard¿ bc shielded IV catheter. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: tip damage. Additional information discovered from investigation revealed that the catheter tip was fine, the issue was there was a piece of foreign matter on the tip.

Manufacturer narrative:
H.6. Investigation: bd received a 20 gauge insyte autoguard blood control unit from lot 8127944 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the retuned unit and observed that the catheter tip was acceptable and within product specifications but a clear white particle was found on the tip. Based off the visual inspection the engineer was unable to verify tip damage but was able to verify foreign matter. The foreign matter was determined to have been a piece of plug shaving from the manufacturing process.

Event description:
It was reported that the tip of the catheter was damaged with a bd insyte¿ autoguard¿ bc shielded IV catheter. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: tip damage. Additional information discovered from investigation revealed that the catheter tip was fine, the issue was there was a piece of foreign matter on the tip.

Manufacturer narrative:
The following field was updated with additional information: describe event or problem: it was reported that the tip of the catheter was damaged with a bd insyte¿ autoguard¿ bc shielded IV catheter. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: tip damage 2019-06-26. Additional information discovered from investigation revealed that the catheter tip was fine, the issue was there was a piece of foreign matter on the tip. The following field was updated with corrected information: returned to manufacturer on: 2019-06-26.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the catheter was damaged with a bd insyte¿ autoguard¿ bc shielded IV catheter. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: tip damage.